Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Adc received a literature review titled ¿scarlet fever after streptococcus pyogenes skin infection associated with freestyle libre glucose monitoring,¿ by magdalena dyminska md; katarzyna dzygalo md, ph.d. From the department of pediatric diabetology, pediatric teaching clinical hospital, warsaw, poland, reported the following: a 7-year customer, had skin irritation while wearing the adc freestyle libre sensor. It was reported that the customer developed scarlet fever (sf) caused by streptococcus pyogenes local skin infections due to the freestyle libre sensor application. Upon admission to the hospital, the customer presented with abdominal pain in the epigastric region, tachycardia, fever, and vomiting. Physical examination revealed an erythematous, swollen, warm, painful edema, pus of the left upper arm. The laboratory findings showed leukocytosis, predominantly neutrophils, and a low c-reactive protein level. The customer received an antibiotic regimen with phenoxymethylpenicillin (100,000 iu/kg per day in 2 divided doses given orally every 12 hours) was initiated empirically and continued for 10 days. The fever subsided after 24 hours and the rash resolved completely within 96 hours after treatment initiation. Normalization of inflammatory markers and reduction of the edema on the left upper arm were also observed. After 48 hours, the insulin requirement decreased to the initial level. Customer continued to use freestyle libre for glucose level monitoring and has had no further adverse events. There was no report of death or permanent injury associated with this event.